Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked j2/lcd keypad connector. The pump had a minor scratched lcd window, a cracked belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had a keypad issue on the insulin pump. The customer's blood glucose was 93 mg/dl at the time of the incident. Customer stated that none of the buttons were working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.